Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump was frozen and alarm could not be cleared due to keypad anomaly. It was reported that buttons were not responding. Customer's blood glucose was 320 mg/dl. Insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify button/keypad unresponsive due to blank display. The insulin pump received with moisture damage motor, vibrator, keypad and battery tube assembly. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.